Event description:
It was reported that a physician had 12 patients with an overinfusion issue. It was noted that constipation was one example that was given to the manufacture representative and that it did not necessarily mean that the pump was overinfusing.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).